Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 350cc saline breast implant experienced left sided deflation postoperative. As a result, patient underwent bilateral removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 10, 2023. Device evaluation completed on november 17 , 2023: upon received the device and follow up with the reporter the followings were updated: 1. Updated lot# 6606232 to 6006232. 2. Updated serial# from (B)(6) to (B)(6). 3. Updated concomitant lot# from 6606232 to 6006232. 4. Updated date of explantation from (B)(6) 2023 to (B)(6) 2023. Date of implantation: (B)(6) 2010. According to the information received, the patient experienced a deflation in the sm mpps dv 350cc breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant was found to have a tear measuring approximately 0.3 cm within a crease/fold on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot: 6006232). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).